Event description:
Unomedical reference number (B)(4). Event occurred in netherland. On (B)(6) 2024, , the patient reported that two infusion set falling of his body. And patient reports set has been use for 2 day. The blood glucose level was 300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-00849 - device 2 of 2. E1: (B)(6).